Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it logging alarms for low inspiratory pressure and patient circuit disconnect was confirmed, however, during testing ventec was unable to duplicate the reported issues. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
The customer returned their device to ventec for service. During the device's evaluation, ventec downloaded its electronic records (system logs) for analysis and observed that it had previously logged multiple alarms due to low inspiratory pressure as well as patient circuit disconnect. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).